Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 3/4. The technical service representative (tsr) instructed the home patient (hp) to close the transfer set and all the clamps. The tsr then instructed the hp to cycle power off and back on to the se 2367 alarm. The tsr further instructed the hp to cycle power off and on again to the "press go to start" prompt. The tsr explained the alarms. The hp stated a supply bag fell off the table and disconnected. The tsr advised to discard all supplies and to report alarms to the peritoneal dialysis nurse (pdn) the following morning. The hp stated he would finish therapy manually. On (B)(6) 2010 product surveillance spoke with the hp who stated his set up was on a cot on the right of his bed. The night of this incident he set up as usual and had no problems. The hp stated this was the first and only time this has ever occurred and he believed he likely kicked a line in his sleep. There were no adverse events. The patient stated he was seen at the clinic the following day and given prophylactic antibiotics. The patient stated he has been fine and having no problems with therapy. The patient confirmed the sample was discarded but he did provide a companion sample lot number. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. A batch review will be performed for the lot number provided. Should additional information become available, a follow up MDR will be sent.